Event description:
While placing the mayfield 2000 on pt's skull, the device would not lock in place properly. Item removed, back-up mayfield placed without difficulty. No harm to pt - 2 min delay in procedure. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by sending an e-mail to the address.